Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts to obtain additional information and the device for evaluation were unsuccessful. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Port removed, surgeon discovered port catheter was disintegrating and expressing a white milky material. Port also noted to be fractured.